Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was noted that there was a separation of the lap joint part. The entire system was removed using a non-boston scientific exchange device. The procedure was completed with another of same device. No patient injury was reported.